Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited signs of premature battery depletion. The device was explanted and replaced. No further information is available at this time.

Manufacturer narrative:
The device was returned for premature depletion and the field event was not confirmed. Device was found to be within estimated longevity. Bench testing found device to be normal.